Manufacturer narrative:
Correction: the log files were not received for review; therefore, no further investigation into the event was possible.

Event description:
It was reported that prior to a surgical procedure conducted at the user facility, the system froze. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Event description:
It was reported that prior to a surgical procedure conducted at the user facility, the system froze. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.